Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review was completed and it noted the presence of this alarm "door jammed!" In the log during set loading and unloading and at power up. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced at power up during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported "door not latched" message was verified. The cause was determined to be to be a loose link screw. The link screw was adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a ¿door not latched¿ message. There was no known patient injury or medical intervention associated with this event. No additional information is available.